Event description:
It was reported that left ventricular (lv) lead exhibited high pacing threshold. Additional information indicated that the assumption for high threshold was due to lead location. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Measurements throughout these tests were within normal limits. A slight curve was noted, and environmental stress cracking (esc) was observed in the lead body. In addition, noted cuts in the insulation exposing the cables approximately 800 millimeters from terminal end which is likely an explant damage. Furthermore, x-ray showed no conductor issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that left ventricular (lv) lead exhibited high pacing threshold. Additional information indicated that the assumption for high threshold was due to lead location. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.